Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a " loss_of_lvad_comm" alarm. Log file review confirmed the alarm which indicated the controller (hsc-102042) was having communication issues with the left ventricular assist device (lvad). Additional information was received that the patient also had a comm fault on (B)(6) 2021 while using system controller (B)(4), indicating that a controller exchange occurred.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a " loss_of_lvad_comm" alarm. Log file review confirmed the alarm which indicated the controller ((B)(4)) was having communication issues with the left ventricular assist device (lvad). Additional information was received that the patient also had a comm fault on (B)(6) 2021 while using system controller (B)(4), indicating that a controller exchange occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of loss of external power alarms, was confirmed in the submitted heartmate 3 controller log file. The event log file contained approximately 7 days of patient event data. There were multiple loss of external power events on (B)(6) 2021 during a power source exchange from power module to battery operation. The controller operated on backup battery power during the loss of external power events. The patient disconnected both power sources to the controller resulting in the initial loss of external power event. Subsequent, loss of external power events during the exchange were due to an intermittent battery connection. The first battery installed (in the white power cable lead clip) intermittently lost connection prior to the second battery being installed (in the black power cable lead clip) resulting in loss of external power events. The events resolved when both batteries were installed and the exchange was completed (an approximate 5 minute period). There were no other similar loss of external power occurrences in the log file. Multiple requests for additional event information were sent to the customer. The customer did not provide additional event information and no product was returned for evaluation. Review of the submitted log file confirmed loss of external power events which occurred during a power source exchange by the user. Based on the submitted log files, the patient's controller had been exchanged. The customer did not report the reason for the exchange. The reason for the exchange was not determined in this investigation. System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate 3 lvas instructions for use (IFU) (rev c p.7-3 - alarms and troubleshooting; p.7-15 ¿ no external power; p.7-18 ¿ power cable disconnects) and the heartmate 3 lvas patient handbook (rev c p.207 - alarms and troubleshooting; p.219 ¿ no external power; p.225 power cable disconnect alarm). Maintenance of heartmate clips and batteries periodically and prior to use is specified in the heartmate lithium-ion battery instructions for use (doc # 103770 rev e p.20 - inspecting and cleaning heartmate batteries and clips), the heartmate 3 lvas IFU (rev c p.8-8 - caring for heartmate batteries and clips) and the heartmate 3 lvas patient handbook (rev c p.248 - caring for heartmate batteries and clips). Keeping one power source on the system controller while exchanging external power sources is addressed in the heartmate 3 lvas patient handbook (rev c p.2-11 and p.3-6 ¿ ¿at least one system controller power cable must be connected to a power source ¿ either the power module, mobile power unit or two heartmate 14 volt lithium-ion batteries ¿ at all times¿). The heartmate 3 system controller (sn: (B)(6)) was made per shop orders. Per the labeling on the packaged part (model # 106531), the manufacturing date was jun 21, 2016; the use by date was jun 30, 2019. The firmware/software was ver 1.4.0. The system controller was shipped to the customer on (B)(6) 2016. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.